Event description:
It was reported that the pump of this inflatable penile prosthesis stopped performing as expected. The patient underwent surgery to replace the device. There were no patient complications.